Event description:
Virtually no details available; all that is known is that set leaked. Unknown location onset, unknown area of hospital, unknown wat was infusing or for how long. Set was in pump when leak occurred. Customer did verify that there was no negative impact on patient.

Manufacturer narrative:
(B) (4). (B) (4). Investigation has not yet been performed. A follow-up report will be submitted when the investigation is complete. This report was filed by the manufacturer.